Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During deployment of the proximal portion of the trunk-ipsilateral leg, the device shifted distally. The constraining mechanism was used to reposition it. Subsequently, the contralateral leg was inserted and deployed. After removing the transparent knob, the distal deployment knob was pulled, but the deployment line came out without resistance and the distal portion of the trunk-ipsilateral leg was not opened. No line remained in the access hatch. Attempts were made to withdraw the delivery catheter, but it could not be removed. A balloon catheter was inserted via the left brachial artery to deploy the ipsilateral leg, but this was unsuccessful. Upon removal of the balloon catheter, the shaft of the balloon catheter was fractured. A retroperitoneal incision was made to surgically expand the ipsilateral leg, but only about 2 cm from the distal end could be opened. Forceps were used to attempt deployment from inside the graft, but the forceps protruded the graft, and the attempt was abandoned. As the physician wished to avoid opening the abdominal aorta, the delivery catheter was cut within the common iliac artery, leaving the leading tip of the catheter remaining in the patient¿s body. The procedure was converted to an aorto-uni-iliac (aui) approach with femoral-femoral bypass. A 23 mm contralateral leg was deployed in reverse orientation within the trunk to complete the aui. After surgical closure, the patient experienced sudden deterioration and cardiac massage was performed. The patient died later the same day. The reporting physician commented as follows: the only difference from the usual procedure was pushing the trunk-ipsilateral leg up by a sheath to reposition the device. The patient had been in poor general condition prior to the procedure. The cause of death might have been massive bleeding and abdominal gas accumulation which probably caused cardiac arrest.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6, investigation findings and conclusions were updated to reflect results of product history review and product evaluation. H6: code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code c070603: engineering evaluation the device evaluation showed the following: o engineering examined the returned components. Engineering observed that the distal end of catheter/olive plus the endoprosthesis was cut away and not returned. O engineering observed that the access hatch was open and empty. O engineering observed that the constraining loop and lockpin were still attached to the screw assembly and appeared to be at full length. O engineering observed that the black guide nut was able to move up and down the entire length of the screw assembly. O the end of the returned second deployment line did not appear frayed and the leading end of the second deployment line was not returned. Based on the findings from this evaluation, the physician¿s observation that ¿the delivery catheter was cut within the common iliac artery¿ was confirmed, as this portion of the device was not returned. Additionally, the physician¿s observation that ¿the deployment line came out without resistance and the distal portion of the trunk-ipsilateral leg was not opened¿ was not confirmed, as the deployment line was returned and showed no signs of fraying. The likely cause for the second deployment line detaching could not be determined with the available information.